Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The ipg was later returned to the manufacturer with no accompanying information.

Event description:
It was reported that telemetry could not be established to interrogate the implantable pulse generator (ipg), possibly resulting from a wire separation. The physician also suspected a failure of the ipg to pace. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).